Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that there is an audible gas leak inside of the unit. The customer reported there was no patient involvement.

Manufacturer narrative:
The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. Fse opened the unit and observed the oxygen (o2) regulator is leaking. The customer does not want the unit fixed. The unit has a bad backup battery which the customer is not going to replace because of cost of battery so the customer is pulling the unit out of service.